Event description:
Ems brought an 84-year-old male patient to the hospital emergency ward due to a ruptured abdominal aortic aneurysm; the patient was unconscious with accompanying strong abdominal pain. In the hospital emergency ward, the patient suffered from cardiac arrest and the circumference of the patient's abdomen increased. The autopulse platform (sn 43457) was used for automated CPR, and the platform performed compressions for about 3 to 5 minutes. During the compression, the lifeband (lot # 152940) broke and thereby severely damaged the bottom enclosure and top cover of the autopulse platform. The user immediately performed manual CPR for 3 minutes, and another resuscitation device was used to continue the automated CPR. The reported issue happened in the presence of two physicians, nursing, and paramedic staff in the resuscitation room of the hospital emergency ward. Per-user, the customer does not own a chainsaw or any other tools that could cause such mechanical damage to the autopulse platform's cover. Nobody from the staff touched the device during the occurrence of the damage. Per-user, during this damage, the device was used correctly and by its purpose. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the hospital. Per-user, the patient's outcome was not related to the autopulse system.

Manufacturer narrative:
The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(6) was used on an 84 year old cardiac arrest patient who was brought into the hospital emergency ward by ems due to a ruptured abdominal aortic aneurysm and was unconscious with accompanying strong abdominal pain. The platform performed compressions for about 3 to 5 minutes. During the compression, the lifeband (lot # 152940) broke and thereby severely damaged the bottom enclosure and top cover of the autopulse platform. The user immediately performed manual CPR for 3 minutes, and another resuscitation device was used to continue the automated CPR. It was unknown if the patient was hurt by broken lifeband or not. Per-user, during this damage, the device was used correctly and by its purpose. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the hospital. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
The customer reported complaint of "during compression, the lifeband (lot # 152940) broke" was confirmed during the visual inspection of the returned lifeband. Upon visual inspection, noticed cut or torn lifeband belt, torn outer printed fabric layer, broken lifeband belt guard and broken lifeband tab. The possible causes could be due to the lifeband cover plate not being correctly snapped and locked into the autopulse channel by the user. The belt was significantly out of place and, if twisted, could have started rubbing/cutting through the bottom/top covers during or when the compressions started. This might be the reason for the broken lifeband and cutting or "chain saw effect" seen on the surface of the autopulse platform. The lifeband was tested on the good known autopulse platform and the lifeband cover plate was able to snap securely to the bottom of the platform with all four locking tabs. Further functional testing could not be performed due to the damages observed during the visual inspection. The returned autopulse platform was tested with good known lifeband and passed the functional testing without any fault or error. No device malfunction was observed, and the platform performed as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the lifeband with lot # 152940.

Event description:
During patient resuscitation, the autopulse platform (sn (B)(6)) was performing compressions for 3 to 5 minutes. During the compression, the lifeband (lot # 152940) broke and thereby severely damaged the bottom enclosure and top cover of the autopulse platform. The reported issue happened in the presence of two physicians, nursing, and paramedic staff in the resuscitation room of the hospital emergency ward. Per user, they do not own a chainsaw or any other tools which could cause such mechanical damage to the autopulse platform's cover and nobody from the staff touched the device during the occurrence of the damage. Per user, during the occurrence of this damage, the device was used correctly and in accordance to its purpose. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.

Manufacturer narrative:
Zoll has received the lifeband for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During patient resuscitation, the autopulse platform (sn (B)(4)) was performing compressions for an unknown period. During the compression, the lifeband (lot # 152940) broke and thereby severely damaged the bottom enclosure and top cover of the autopulse platform. The reported issue happened in the presence of two physicians, nursing and paramedic staff in the hospital. Per user, they do not own a chainsaw or any other tools which could cause such mechanical damage to the autopulse platform's cover and nobody from the staff touched the device during the occurrence of the damage. Per user, during the occurrence of this damage, the device was used correctly and in accordance to its purpose. No further information was provided. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.